Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's right atrial (ra) and right ventricular (rv) leads, exhibited rv undersensing with inappropriate pacing, noise with oversensing, and respiratory rate trend (rrt) signal oversensing on the ra channel. Lead measurement trends from the past year show excursions away from baseline averages became larger and more frequent across all trends starting around (B)(6) 2021. Out-of-range ra pace impedance measurements greater than 2,000 ohms were observed. In addition, low r-waves were observed. Technical services (ts) recommended considering defibrillation threshold (dft) testing to evaluate therapy sensing, as well as further evaluation of both leads. The ICD and leads remain in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event. The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's right atrial (ra) and right ventricular (rv) leads, exhibited rv undersensing with inappropriate pacing, noise with oversensing, and respiratory rate trend (rrt) signal oversensing on the ra channel. Lead measurement trends from the past year show excursions away from baseline averages became larger and more frequent across all trends starting around november 25, 2021. Out-of-range ra pace impedance measurements greater than 2,000 ohms were observed. In addition, low r-waves were observed. Technical services (ts) recommended considering defibrillation threshold (dft) testing to evaluate therapy sensing, as well as further evaluation of both leads. The ICD and leads remain in service at this time. No adverse patient effects were reported.